Manufacturer narrative:
System logs were reviewed and a software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system cranial application software exited without prompt from the user and restarted. The reported issue occurred when attempting to navigate after generating six 3d models in the application software. There was no patient present when this issue was identified. No additional information was provided.